Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values of 500 mg/dl. The customer stated that there was leak at quick release. The customer declined the troubleshooting for high blood glucose values. The product will not return for analysis.